Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid was present in the helix housing and in neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode (inner) conductor coil noted at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the right ventricular (rv) lead experienced helix extension issues after repositioning. The rv lead was removed from body and tried to extend helix without success. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.